Event description:
Caller reported a tandem mobi cartridge alarm during the load process, and it was confirmed as a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Cts educated the caller on the importance of following prompts from the tandem mobi mobile app during cartridge changes, and as corrective action, cts arranged for a replacement pump to be sent. The customer, who will use multiple daily injections (mdi) as backup therapy, was instructed to return the defective pump to tandem with specific instructions and timeframes, which they understood and acknowledged.